Manufacturer narrative:
Eighty-two days have passed since this issue was reported to mitek; nothing is being returned for evaluation; complaint device discarded at user facility. No lot number has been supplied, which precludes conducting a batch record review to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. We cannot tell anything from this; cannot discern the underlying or root cause for the reported device¿s failure mode. At this point in time, no corrective or further action is warranted, however, this file will remain receptive to any potential future information received that is relative and germane to this issue. Also, mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field.

Event description:
Our affiliate is reporting to us that a patient underwent a successful shoulder procedure on (B)(6) 2013. Imaging revealed the presence of a foreign body, discerned as being a fragment from the distal tip of the vapr se electrode used in the original procedure. On (B)(4) 2013, the patient underwent a re-surgery at which time the fragment was successfully retrieved from the patient's body. No device being returned.

Manufacturer narrative:
Mitek is at this point in time in the information gathering mode. When all that can be had, is had and thoroughly investigated and evaluated, those results will be the subject matter in a follow-up report